Event description:
The manufacturer became aware of an allegation from an end user, while using the philips CPAP the fuse inside was burnt. There was no report of visible smoke or fire. There is no allegation of patient harm, serious injury, or medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation from an end user, while using the philips CPAP the fuse inside was burnt. There was no report of visible smoke or fire. There is no allegation of patient harm, serious injury, or medical intervention. After first attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.